Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female who received 2 sessions of poly-l-lactic acid (sculptra) for rejuvenescence. Details of treatment as follows: therapy date: (B)(6) 2007; dilution: 5 ml (4 ml sterile water + 1 ml lidocaine) ; total volume injected: 5 ml; region injected: hollow cheeks; jugal wrinkles on left and right side. Lower jawbone bar. Route: subcutaneous; batch number: 1a7020 (exp. 07/2009) therapy date (B)(6) 2008 ; dilution volume 5 ml (4 ml sterile water + 1 ml lidocaine) ; total volume injected: 5 ml; region injected: hollow cheeks, jugal wrinkles on left and right side. Lower jawbone bar. Route: subcutaneous batch number: 1a47020 (exp 07/2009). Seven or eight months later, nodules and indurated areas on injection points appeared. They have grown on their size to 0.8 cm of diameter 1-2 months after their appearance. Nodules that appears on jawbone bar are hard and fibrous. The indurated area, that appears on the injection path on malar region, are palpable but there are no nodules. Corrective treatment: debridement, sterile water. Physician thinks that causal relation between poly-l-lactic acid and adverse drug reaction is unlikely. Event outcome is ongoing. The patient did not have any previous similar events after treatment with other products or poly-l-lactic acid. No histology or laboratory tests performed. (B)(4). Addendum for follow-up information received on (B)(6) 2009 respectively were processed together: an email from the patient was forwarded by the information and documentation department in which the patient reported that the nodules remained on the injection site. She added that cortisone was injected in two of the most marked nodules and at first the patient improved, but after three times, the nodules remained. On (B)(6) 2009, the dermik medical advisor reported that a biopsy would be performed (not performed at time of reporting). On (B)(6) 2009 a sales representative received an email from the physician reported that a surgical excision was performed on (B)(6) 2009. Two nodules of 0.8 cm in diameter were removed from the lower jawbone bar level, one on each side. The incision was performed at the submandibular level, therefore, the scars were not visible. The consistence of the removed tissue was described as stony, fibrotic-like. Anatomopathology studies were carried out. The patient returned to see the physician on (B)(6) 2009 and she was very satisfied with the results. Little nodules still remained in all injected areas at the time of reporting, although the patient did not attach importance to them. Addendum for follow-up information received on (B)(6) 2009: the physician reported via a sales representative that the patient visited her physician after the surgical excision and the scarring process was satisfactory. The indurations in all injected areas still remain.